Event description:
Patient presented himself to surgeon, after taking x-rays it was discovered that the stem was fractured at the bottom of the porous coating.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient presented himself to surgeon, after taking x-rays it was discovered that the stem was fractured at the bottom of the porous coating. Doi: (B)(6) 2007; dor: no revision (left hip). The device associated with this report was not returned and is presumed yet implanted. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.